Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 10/21/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4) concomitant products: carto 3 (11666), stockert (s/n:(B)(4)), cool flow pump (s/n:(B)(4)). (B)(4). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4) the device was not returned to bwi.

Event description:
It was reported that a patient underwent a paroxysmal afib procedure with a thermocool sf catheter and suffered cardiac perforation which lead to cardiac tamponade. The perforation was discovered during the mapping with the thermocool sf catheter, and before any radiofrequency energy was delivered. The patient was treated with periocardiocentesis with 477cc of fluid removed and required extended hospitalization. The patient was fully recovered. The physician believed the perforation was caused by movement of devices across the transeptal puncture. The medtronic flex sheath first transversed the transeptal space, followed by the thermocool sf. Combined stress of both transseptal access caused the perforation. The physician also believed this event is procedure-related.

Manufacturer narrative:
(B)(4). It was reported that during an afib case, a cardiac perforation was confirmed by ice. Caller reported that the medical intervention provided was a pericardiocentesis and 477cc of fluid were removed. The patient was in stable condition. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.